Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was impacted. An injection of insulin was used to address the bg level and was currently at 146 mg/dl. Tandem technical support performed a system check and determined that the cartridge should be changed.